Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. The user was reimplanted.

Event description:
The hearing performance is affected. The user was reimplanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, as the device has been received incomplete an exact location of the damage cannot be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.